Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, pre-procedural electrocardiogram (ECG) showed atrial fibrillation (afib) and right bundle branch block (rbbb). One day following the implant of this valve, ECG identified a new left bundle branch block (lbbb) and resulted in the implant of a permanent pacemaker two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated to correct the timeline of the lbbb and permanent pacemaker implant. Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, pre-procedural electrocardiogram (ECG) showed atrial fibrillation (afib) and right bundle branch block (rbbb). Two days following the implant of this valve, an ECG identified a new left bundle branch block (lbbb). Subsequently, a permanent pacemaker was implanted five days following valve implant. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.